Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1906601 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon ruptured during prep.

Manufacturer narrative:
As reported, the balloon ruptured during prep. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1906601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.